Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred and the procedure was completed by moving patient to another room and using another system. A philips engineer inspected the system remotely and confirmed that the exposure foot pedal was intermittently failed and button return was not good. Customer was advised that the defective footswitch needs to be replaced. No service has been performed by philips since the customer ordered the parts and rejected the service. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported that the exposure footpedal intermittently failed. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.